Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the 3d effect of the deflectable videoscope was not good as there was ghosting and depth of view issues. The event was noticed during service maintenance. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection and the customer's allegation was not confirmed. Therefore, a definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device